Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information provided, the balloon rupture appears to be due to case circumstances. It is likely that the rupture occurred due to interaction with the lesion calcification causing damage to the outer surface. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 6.0x100 mm armada 35 was advanced to the mildly calcified superficial femoral artery, but the armada ruptured with the first inflation as the indeflator was between 4 to 6 atmospheres of pressure. The armada stayed in one piece and was removed from the anatomy. Another armada 35 was used successfully to complete the procedure without further incident. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.